Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. It was further reported that the port was attached on the outside of the bag. This event occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample received for evaluation. Visual inspection was performed and a leak was observed at the top end of the fill port tubing that was detached from the inside of the bag and was protruding outside through the back of the bag. The reported issue was confirmed. This issue is being further investigated. A batch review was performed there were no deviations noted during manufacture of the product. Should additional relevant information become available, a supplemental report will be submitted.